Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging that the meter remote and the pump are not communicating all of the time. The reporter stated that the patient programmed a bolus by the meter remote and the pump is saying that no bolus was received. The patients blood glucose (bg) went up to 310mg/dl and read hi on the meter. The reporter stated that they did not think anything of it until their hcp downloaded the pump using diasend and they did not see several bolus or bg information on the pump. The reporter stated that when they bolus using the pump only, there are no issues with delivering, the basal rates are there as well as the bolus but when the meter is used bolus is lost. The patient is feeling the pump vibrating and sees the insulin counting like it is delivering. Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the blood glucose incident.